Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy xd drug-eluting stent was selected for use. However, the stent would not pass through the hemostasis valve on the guide causing the stent to crumble up and break. No patient complications reported.